Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device has not been returned to caire for an evaluation. The distributor (B)(6) stated that the unit was tested, and they could not replicate any sieve dust or issues. The unit was put back into service. Caire is attempting to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, caire received a report from (B)(6): three companion 5 units were noted to have sieve dust in the o2 outlet. There were no injuries reported. This report is for companion 5, s/n cbb6921220663. Ref. 3004972304-2022-00022 (s/n (B)(4) and 3004972304-2022-00023 (s/n (B)(4) for the medwatch reports for the other companion 5 units.